Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly to obtain patient information, treatment settings, and patient photographs, which has not been provided. An examination of the subject device by a lumenis technical expert has been started at the user facility site, but has not been completed. Lumenis is continuing its investigation and will file a follow-up MDR when additional information becomes available. This MDR is being re-submitted with an alternative device code in evaluation codes, and report date will reflect the date of the original submission, june 22, 2017.

Event description:
A user facility reported that one (1) patient sustained "slight burns" on an unknown anatomical area following treatment with a lumenis vasculight laser, hr handpiece. No report of medical intervention to preclude permanent impairment was received, other than the initial complaint.

Manufacturer narrative:
A further investigation concluded that reported malfunction "low power" which was confirmed by a lumenis technical expert, has no correlation or relationship to the reported adverse event (burn). The root cause of the adverse event can not be determined due to lack of patient information and treatment settings. Based on information above lumenis is withdrawing the malfunction claim and closing out the complaint.